Event description:
Hosp reported at set-up they found breathing bags that were ripped prior to applying pressure and breathing bags that burst once pressure was applied. Reportedly, there were four incidents. According to the hosp there was no pt involvement in any of the incidents reported.